Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter stopped powering on when a test strip was inserted at 8pm on (B)(6) 2017. The patient manages his diabetes with insulin pump therapy. He reported that he consumed less food/drink following the start of the alleged issue. He reported that 4 hours later, he became ¿thirsty¿. He denied receiving any treatment for his symptoms above and beyond his normal diabetes care and management routine. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The meter turned on when the power button was pressed. The cca confirmed that the patient was using correct onetouch ultra test strips; however, the meter would not turn on when a test strip was inserted. The cca walked the patient through inserting a new test strip per owner¿s manual but the meter did not turn on. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Thirsty, after the alleged product issue began.